Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient couldn't increase stimulation and it was determined that it was off. They didn't know how the ins got turned off, but they were able to increase after turning it back on. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient did not know the cause of the stimulation being off. The issue was resolved when they called in and were walked through turning the device back on. No patient symptoms were reported and no further complications have been reported as a result of this event.